Event description:
The doctor reported, that "fracture of orthopaedic material. 2 and a half months after fitting". Additionally reported: "removal of material", "secondary displacement", "amos + tibial nail placement".

Manufacturer narrative:
Correction: refer to h6 patient code. The reported event, that distal medial tibia plate axsos 3 ti, for right tibia 14 hole / l227mm was alleged of issue ¿implant breakage post-operative¿ could be confirmed. Since the device was returned for evaluation and matches the reported failure mode. As per the visual inspection, the received device was found to be broken around the central region at the 5th hole from proximal side. The microscopic images indicate, this to be a fatigue fracture. Fatigue fractures occur under repeated or fluctuating stresses. The maximum stress in a part is less than the yield strength of the material. Fatigue fractures begin as a microscopic crack or cracks that grow as force is applied repeatedly to a part. When the load is high, the number of required cycles for the part to finally break is low. Fatigue fractures don¿t require high stress, so there is usually very little deformation. A review of the device history for the reported lot, did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found, during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the failure is predominantly patient factor related as he was moderately active post implantation. And the rationale is also supported by the labeling "the axsos plating system is not intended to transmit full forces and bending moments of daily routine. Especially in the lower extremity loading and weight bearing have to be individually reduced. Depending on these individual influencing factors. The attending physician has to determine the maximum loading. And has to limit the weight bearing respectively. In the case of an overloading or due to poor implantation technique an implant failure may result". If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The doctor reported that: " fracture of orthopaedic material 2 and a half months after fitting". Additionally reported: "removal of material". "Secondary displacement". "Amos + tibial nail placement".